Manufacturer narrative:
Qn# (B)(4). Additional information received from the customer: "it was a very small piece (< 2mm) from the tip that came off. Upon radiograph we saw that this was retained within the patient's subcutaneous tissue. There is nothing to feel on examination and because it is not causing any problems the patient does not want it removed." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as neither a material nor lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "I am investigating an incident where the tip of a 9 fr tissue dilator used for internal jugular cannulation fractured within a patient." Very limited information received on this complaint. The product code and lot number are unknown. The condition of the patient is also unknown.

Manufacturer narrative:
(B)(4).

Event description:
"I am investigating an incident where the tip of a 9 fr tissue dilator used for internal jugular cannulation fractured within a patient." Very limited information received on this complaint. The product code and lot number are unknown. The condition of the patient is also unknown.